Event description:
Information was received regarding a patient implanted for gastrointestinal/pelvic floor. It was reported there was a confirmed infection at the implantable neurostimulator (ins) site. It was draining pus and had become severely infected that it "could cause damage to her spinal cord." Other symptoms included severe pain at the ins pocket site since (B)(6) 2016 and pain when the patient sat or stood. The device was being removed the following day.

Event description:
Additional information reported indicated that the steps taken to resolve the pain and the infection was noted as; patient was given pain medication and antibiotics. It still infected, came out to the surface of the skin and pus was coming out. The patient then went to the health care provider who stated he has to remove it right away. It was removed and again patient had to take antibiotics.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.